Event description:
It was reported that pump battery did not hold charge and appeared to deplete quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from technical support, and no additional corrective actions or outcomes were documented.